Event description:
During placement of a defibrillation lead, the lead would not shock the patient out of vf ventricular fibrillation. An external defibrillator was required. The lead was repositioned with the same result. A new lead was placed and the procedure continued without incident.